Event description:
It was reported that while tracking the balloon catheter over the guidewire, the guidewire broke at 60cm from its proximal end. The guidewire was safely removed from the patient and there were no patient consequences as a result of this event.

Event description:
It was reported that while tracking the balloon catheter over the guidewire, the guidewire broke at 60cm from its proximal end. The guidewire was safely removed from the patient and there were no patient consequences as a result of this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire separated 70.6cm from its proximal end. The guidewire was slightly bent at the separated site. Both the guidewire distal and proximal separated sections were slightly twisted. The guidewire was found to be bent on several places along its length and the polytetrafluoroethylene (ptfe) coating was observed to be peeled off just distal to the separated site. The scraped ptfe coating is believed to have occurred at the same time as the break. The guidewire was conforming to its required dimensional specifications. Due to damages found on the guidewire a functional test could not be performed. The guidewire fracture site was examined and it is most likely related to manipulation of the wire, as the fracture zone appeared to be related to overload. However, since analysis of available information failed to identify a definitive cause, a root cause of undeterminable has been assigned to this investigation.

Manufacturer narrative:
Device not returned to manufacturer.